Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the over pressure safety valve failed to open. This occurred twice, however, no event information was provided for the other event. The product was not changed out. There was no delay due to event. There was no blood loss. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).